Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound due to a defective speaker. The customer was provided a replacement device to resolve the issue.

Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.